Manufacturer narrative:
B3. The event occurred sometimes in march, actual event date is unknown. D6b. The procedure occurred sometimes in march, actual explant date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to post-op hematoma and the device could not be activated. The pump was revised, and the wound cleaned out. There were no further patient complications.